Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported 8 devices were received for evaluation; the reported events were confirmed. Evaluation found that 6 devices were found to have internal corrosion, 2 devices were found to have broken-down lubrication. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction event, in which the device overheated. Regarding 7 events, there was no patient involvement; no patient impact. Regarding one event, there was a report of a first-degree burn, but with no further impact.